Event description:
It was reported that the patient's blood glucose level rose to 288 mg/dl (16 mmol/l) while wearing the pod between 36 and 48 hours. The pod infusion site was not specified. The patient reported being unsure if the cannula was properly seated in the infusion site, and the pod was causing them some pain and discomfort. When the pod was removed, the cannula was found to be bent and did not enter the skin. The patient also reported some redness and the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.